Manufacturer narrative:
The device was in the anterior mediastinum. The clearance loop separation was noticed about 9 hours after surgery in the cvicu. An x-ray was taken and showed that the clearance loop was inside the chest tube. The clearance apparatus was removed and the chest tube was connected to the drainage canister. At end of use a CT scan confirmed that the loop was not in the chest.

Event description:
Clearance loop separated from clearance wire during use